Event description:
A 3.0mm diameter x 24mm length ave micro stent ii was successfully placed at the target lesion in the proximal right coronary artery. Approximately ten hours post stent placement, the pt returned to the cath lab with thrombus present in the right coronary artery. The thrombus was treated with the placement of two stents from another MFR within the ave stent. There were no antiplatlet or thrombolytic medications given for treatment of the thrombus. The subsequent procedure was successful, and there was no additional clinical sequelae reported relative to the event. No further info was available regarding this incident.